Manufacturer narrative:
(B)(6). (B)(4). Field service specialist visited the account after the event and evaluated the star s4ir laser system, verified all laser functions were operating to amo specifications. During visit it was found that laser suite temperature air and humidity control requires attention. The air flow is directed down on to the patient when he/she is lying on the treatment bed. It was recommended that this is addressed, the humidity is not controlled and was as high as 70 percent, which is above the recommendations for operating the laser. The user has a mobile de-humidifier to control the humidity and it was recommended that this should be left on at all times. Possible contributing issues investigated were, chamber passivation, worked on stabilizing the chamber output, now passing laser stability tests. It was noted that laser is used once a month and it was recommended to the user to power the laser at least once a week and perform calibrations (fire laser) during that day to reduce chamber passivation occurrence. Checked the cameras for tracking issues - intermittent camera warning observed during calibrations, rerouted cables, reseated the camera tracker boards in the direct current box, computer, no further tracking problems found. Calibration, alignment and verification of optics function was done.

Event description:
It was reported patient underwent bilateral femtolasik on (B)(6) 2016. His preoperative ophthalmic and optometrist assessment showed the following: manifest refraction: right (od) : -4.00 -0.5@170º. Bscva 1.0 ( 20/20), left (os): -3.00 -1.00 @5º. Bscva 1.0 ( 20/20), pachs ( ultrasound): 544 od // 542 os, pupillometry 7mm od // 7 mm os, keratometry: od: 45.00 x173º //46.00 x 83º, os: 44.75x 9º // 46.5 x99, preoperative topography: both eyes show with the rule, regular astigmatism, with normal anterior and posterior elevations active tracker ( eye tracker was enabled) during ablation. One year postoperatively, this patient was found to have a normal recovery achieving uncorrected visual acuity (ucva) of 20/20 in each eye after. His posts operative topographies show a clear central island pattern¿ in the right eye that persists after one years post op. Patient has no complaints about quality of vision.

Manufacturer narrative:
Additional information: surgeon reported that for this patient a flap of 8.6 mm was made for the right eye an 8.3 mm for the left eye. The ablation diameter for the excimer laser m. Elipse was 6.5 x 5.9 mm and the m. Blend was 8.0 mm. The laser excimer ablation performed by the surgeon is always smaller than the flap diameter. They reported that when making the flap with the intralase they always take into account the ablations to be treated.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.